Event description:
Additional information noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The product was returned and the aic - purge disc/flag issues was confirmed. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records. Corrected information for initial MFR 1220648-2024-20620 was provided in sections b1, b2, b5, h1, and h6.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After the case was complete, the automated impella controller (aic )experienced purge disc/flag issues. The console was sent for repair. The patient ultimately expired, but there was no allegation against the aic or impella related to the patient¿s death.